Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery as well as blank display. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer stated that the moisture exposure was sweat and fluid in battery compartment. Customer troubleshoot was performed.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be / will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to blank display.